Event description:
It was reported that the right ventricular pacing impedance has been steadily climbing over the past year and is now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.